Manufacturer narrative:
Patient code 3191 was applied to capture the additional medical intervention of defibrillation threshold (dft) testing.

Event description:
Additional information was received which indicated the crt-d was explanted and replaced due to normal battery depletion (nbd). During the revision procedure defibrillation threshold (dft) testing was performed to test the integrity of the system. The shock impedances were satisfactory, therefore, the physician elected to leave the rv lead implanted. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) recommended increasing the out of range alert and performing isometrics and pocket manipulations. This crt-d system remains in service. No adverse patient effects were reported.